Manufacturer narrative:
Additional information h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during patient therapy (medication unknown). The pump was programmed at 250 cc/hr for a 600 cc infusion. It took over 3 hours to infuse the 600 cc amount. There was patient involvement but no adverse effects to the patient and they were discharged home after the infusion completed. No additional information is available.